Event description:
The user facility reported a 21-year-old patient needing mechanical support. It was reported that while on support, the patient continued to have persistent vt/ventricular fibrillation (vf) after multiple attempts to reposition the catheter. Impella was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.